Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of 'downstream occlusion alarm' was not reproduced. A review of the event history log (ehl) revealed 'downstream occlusion alarm' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the out of specification downstream sensor reading and an out of adjustment downstream tubing guide. The downstream tubing guide and downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed downstream occlusion. This occurred during testing in the biomedical department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.